Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a scheduled pulse generator changeout, it was noted that the left ventricular lead had dislodged and exhibited high pacing thresholds. The lead was explanted.